Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. After the physician predilated the lesion with multiple unspecified balloon catheters, a 2.75x24mm promus element plus stent was advanced and was implanted in the lad. Then a non-bsc guide wire was advanced through the stent and into the diagonal branch. Dilatation was performed in the ostium of the siagonal branch using a 1.5mm balloon catheter. As the physician removed the wire, it was stuck with the stent and caused an 8mm stent strut deformation at the proximal end. After the wire was removed, lad was rewired. The procedure was completed with an implant of a 3.5m unspecified stent to cover the area that was deformed and post-dilation using a 3.5mm balloon catheter. No patient complications were reported and the patient status was okay.